Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient reported obtaining a blood glucose reading of 203mg/dl. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of actraphane insulin from 20 to 23 units. The patient reported that three hours later they developed a symptom of dizzy. The patient did not report any further treatment for this symptom. The patient denied testing on any other device at this time. At the time of troubleshooting the cca noted that the subject meter failed a control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria for a serious injury and they did not receive any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/22/2015 and evaluated by lifescan product analysis on 4/29/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2014).the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.